Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization and patient death occurred. The lesion being treated was located in the severely calcified, severely tortuous distal left circumflex (cx). A non-bsc imaging catheter was unable to cross the lesion. The lesion was predilated with a 2.0x15mm non-bsc balloon, inflated to 12 atm for 30 seconds. The physician attempted several times to place the 2.50x24mm taxus express2 drug eluting stent, but was unable to cross the lesion. The physician tried to remove the stent delivery system (sds), but the stent dislodged from the system. The physician attempted to retrieve the stent with a snare, but was unable to locate the stent. Inflations were made with a 1.3x10mm non-bsc balloon, inflated to 12 atm for 30 seconds. Treatment for lcx was completed. Then the physician placed a non-bsc stent in the calcified proximal lad. Blood flow reduction was confirmed when the non-bsc guidewire was advanced to the lad. Then the physician placed a non-bsc stent in the calcified proximal lad. Blood flow was reduced and the patient's heart began to race. An intra-aortic balloon pump (iabp) was placed, but the patients condition did not improve. Per the physician the cause of the death was reduction of blood flow in the lad. The reduction of blood flow in the lad may have been caused by the guidewire deep seating, dissection due to non-bsc stent implant, and/or plaque shift due to non-bsc stent implant leading to the occlusion of the lad.